Event description:
It was reported that this right atrial (ra) lead was part of system revision due to an infection with swelling, redness, pain and discharge. Reportedly, the blood cultures were determined to show bacterial infection. The patient was treated with antibiotics. No additional adverse patient effects were reported. This ra lead was explanted.